Event description:
It was reported that when attempting to power-up the merlin programmer, a -popping- noise was heard and a small amount of smoke was visible from the programmer. It was also reported that the programmer may have been exposed to water prior to the issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) company representative. (B)(4) smoke.